Manufacturer narrative:
The actual device and forty-nine (49) companion samples were returned and an evaluation is complete. A visual inspection with magnification was performed and noted an embedded piece of dark foreign matter on the device packaging of the actual sample. The foreign matter did not come into contact with the device itself. No issues were observed on the 49 companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black stain was observed on the primary packaging of an exactamix large bore cap. The contamination was discovered before patient use. There was no patient involvement. No additional information is available.